Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lad). It was reported by the vad coordinator that the pt called the office feeling very weak and short of breath. The pt was admitted to the hospital, labs were drawn and the ldh was over 3000. It was later reported that the pt underwent a pump exchange.